Event description:
On (B) (6) 2010, during an extensive laparoscopic lysis of adhesions, laparoscopic appendectomy, laparoscopic supracervical hysterectomy with laparoscopic rigid salpingo-oophorectomy, approximately 5 port sites were used to complete the case with reprocessed ascent trocars and ascent harmonic aces were used. The patient did very well postoperatively, but presented to the office on postoperative day 9, with a 2-3 day history of discharge and pain at a left lower quadrant trocar port site. White count was mildly elevated. Purulent drainage was noted at her incision edge and there was a 2cm subcutaneous firm, tender mass consistent with an abscess. The patient required outpatient oral antibiotics with improvement in condition.